Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2006, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during an advantage suburethral sling placement on (B)(6) 2006, for the treatment stress urinary incontinence. There were no complications during the procedure, and the patient left from the operating room in good condition after the bladder had been inspected to ensure that there was no indication of perforation into the bladder. As reported by the patient's attorney, the patient has experienced an unspecified injury.